Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a hospitalization for heart failure, the patient experienced uncontrolled blood pressures and reported a headache. A CT of the head showed a small frontal subarachnoid hemorrhage. The patient had no neurological deficits. A CT of the head was repeated on an unspecified date and remained stable. Anticoagulants were resumed. A CT of the head obtained on (B)(6) 2018 showed the subarachnoid hemorrhage had resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke and bleeding are listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.